Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis showed that the allegations were not confirmed. Moreover, based on normal lead resistance measurements and inspections there was no conductor issue observed. The lead passed the continuity test and visual inspection revealed no abnormalities. Further, the lead tip appeared intact and undamaged.

Event description:
It was reported that this right atrial (ra) lead was dislodged and was confirmed through an x-ray. Also, it was noted that the lead exhibited elevated threshold and poor sensing. Moreover, an attempt to reposition the lead was done but was unsuccessful. The ra lead was explanted. No additional adverse patient effects were reported.